Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 55 mg/dl at the time of the incident. The customer was at 147 mg/dl at the time of the call. The customer used food to treat. The customer was using pump auto mode at the time of the incident. The customer believes the reservoir is over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported lows on (B)(6) 2018. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir no leakage and did not continue dripping insulin after test.